Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery, e70 alarm was confirmed in the history file and with a broken reservoir tube lip. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and a21 error test due to motor error alarms however, the insulin pump passed displacement test and self-test. All operating currents tested with in the specification range and passed off no power test. The insulin pump had cracked battery tube thread, cracked case near the display window corners, minor scratches on the display window and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with motor error and a motor position encoder error. The patient's blood glucose at the time of incident was 146 mg/dl. Troubleshooting was initiated and the insulin pump was not dropped or bumped or exposed to a high magnetic field. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis.